Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box and alarm history showed multiple call service 052 alarms. Shortly after powering on the pump gave a call service 052 alarm. Due to the recurring alarm, the responsiveness of the keypad buttons were unable to be tested, the rewind/load/prime steps were unable to be performed, and 24 hour testing was unable to be performed. The pump was opened to find the transceiver flex to be damaged. When the transceiver was disconnected, the pump powered on without the alarm. Unrelated to the original complaint, a crack in the battery compartment was found alongside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.